Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The clip was placed in a2/p2 without issue. Leaflet insertion was satisfactory and the clip was deployed. After retracting the actuator knob approximately 0.5 cm, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was implanted to stabilize the slda clip and mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints for the reported lot. Based on the information reviewed, the thin posterior leaflet likely influenced the single leaflet device attachment/slda. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.